Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿sensor error¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms of trembling, blurred vision, confusion, seizure, and a loss of consciousness. The customer was unable to self-treat, requiring third-party medical treatment however, no further information was provided. There was no report of death or permanent injury associated with this event.